Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd syringe luer-lok¿ tip, the scale marking numbers on the barrel had been erased. The following information was provided by the initial reporter: "after manipulating the syringe, the numbers erased. It can cause dosage mistakes".

Event description:
It was reported that after using the bd syringe luer-lok¿ tip, the scale marking numbers on the barrel had been erased. The following information was provided by the initial reporter: "after manipulating the syringe, the numbers erased. It can cause dosage mistakes".

Manufacturer narrative:
Investigation summary: three photos were received and visually evaluated. One photo displayed the top view of a blister pack from batch #8298785 (p/n 309628). Two photos each displayed a loose 1ml syringe with missing print. One begins to fade above the 0.6ml marking and one has a portion of the "9" missing from the 0.9ml marking. Due to the customer stating the syringes arrived in acceptable conditions and they were used multiple times, the scale permanency defect cannot be confirmed. The syringes are intended for single use only. Root cause not defined since defects were not confirmed in the photos received. No corrective actions recommended since product defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.